Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 45-year-old male with heart failure was implanted with an impella 5.5 device for mechanical circulatory support. On day two of impella support, the patient had ventricular tachycardia (vt). The patient was shocked twice. In the middle of the night, the patient had three episodes of vt. The impella position was verified via echocardiogram. The vt has not repeated so the medical team is uncertain what caused it.

Manufacturer narrative:
The investigation into the h the purge cassette failure and the ventricular tachycardia (vt) issue has been completed since the original report was filed. The device was not returned for investigation. The cause of the priming issue was not determined since product and data logs were not returned. As the necessary information was not provided, the root cause of the vt/vf was not determined.